Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2008-02148. Clinical trial. It was reported that 104 days following a coronary artery stenting procedure, the pt developed in-stent restenosis. The pt presented for initial treatment with an acute myocardial infarction. The de novo target lesion was located in the mid rca (right coronary artery) measuring 4 x 18 mm with 100% stenosis, mild tortuosity, and mild calcification. The lesion was predilated and treated with two overlapping express bare metal stents measuring 4.0 x 12 mm and 3.5 x 24 mm. The pt returned with chest pain and ischemia 104 days following the index procedure. Restenosis between the two stents was found and a reintervention was performed. The event was resolved one day post procedure. The investigator assessed this event as probably related to the devices.